Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) for the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum on (B)(6) 2012, during a egd (esophagogastroduodenoscopy) procedure with stent placement. According to the complainant, the indication for stent placement was to teat a duodenal compression due to pancreatic cancer. The stenosis was approximately 6-7 cm. The patient's anatomy was tortuous. During the procedure, an attempt to deploy the stent was made; however, the handle snapped. At the time the handle snapped the stent was partially deployed. The device was removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.